Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced soft tissue complication/ infection (site of infection not confirmed), discharge, leaking tender, leaky wall dried blood with debris and dry skin on the wound site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.